Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. Upon arrival, the cse observed that the instrument was unplugged and an electrician was on site to check the wiring and the power supply. The electrician replaced the receptible. The cse inspected the power cord wiring, replaced the malfunctioned power cord, powered the instrument, removed all onboard reagent, calibrated temperature, primed the instrument, loaded new reagents, and ran systems check and quality controls. The systems check and quality controls recovered within acceptable ranges and passed. The cause of the burning smell and smoke was potentially due to a loose electrical connection or an overload of amperage. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument reported a burning smell and smoke coming from the instrument's power receptacle. The customer disconnected the instrument from its power source. There were no reports of delays in patient testing. The customer had other instruments in the laboratory for testing. There are no reports of patient intervention or adverse health consequences due to the smoke that was emitted from the instrument.